Event description:
Patient came to cath lab for a right lower extremity runoff and angiogram/ angioplasty/atherectomy. Procedure proceeded with angiogram right superficial femoral artery (sfa), then an emboshield protection device was placed in sfa and a diamondback atherectomy device was placed in the sfa. Atherectomy and angioplasty were performed. A wire was then inserted to retrieve the emboshield protection device in the sfa. Doctor noted a very large amount of calcium in the proximal sfa beyond the emboshield. Doctor then left the emboshield in and called the surgeons for assistance. Patient was taken to operating room (or) for surgical retrieval of the calcium and emboshield. Amount of calcium debris caught was unpredicted.